Manufacturer narrative:
Section d9 added information. Section h6 updated coding. Section h10 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. Elekta reviewed the database query results to investigate the wrong direction of prescribed offset in cma during a patient's setup that the customer reported. There is no evidence from the database query results to support the customer's claim. The lateral offset label display was gauche (left) until it was changed to droite (right). This is consistent with the screenshot of localization trend review. Mosaiq is working as designed and intended. There is no evidence of patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported wrong direction of prescribed offset in cma during patient setup.